Event description:
It was reported that after the artificial urinary sphincter was implanted, the pump was positioned too high in his scrotum. The patient underwent a surgical procedure to reposition the pump. No patient complications were reported.

Manufacturer narrative:
B3 date of event: estimated date of event.